Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported lower values when scanning the adc freestyle libre sensor compared to an hcp meter. On (B)(6) 2021, a sensor scan of 98 mg/dl was obtained and the customer experienced nausea, sweating, and nervousness, however, was still able to provide self-treatment. A blood glucose test of 700 mg/dl was obtained on an unspecified device after an unspecified amount of time and the customer self-presented to a hospital where they received unspecified hcp treatment for a diagnosis of hyperglycemia. No further information was provided. There was no report of death or permanent injury.